Event description:
Reportedly, as the "rad" tech was positioning the tv monitor suspension, the dual monitor assembly detached from the suspension arm and fell into the rt's arms. Most of the weight of the falling monitor assembly was supported by the cables attached to the monitors. No injuries to the rt were reported and no injuries to pt or other hospital personnel were reported.